Manufacturer narrative:
B3: event date is unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implantable neurostimulator (ins) had undergone various cardioversion procedures and following these procedures the ins became unresponsive. They were no longer able to connect with the ins, using both the patient and clinician programmer. Moreover the patient was no longer receiving stimulation since the cardioversion was performed. Prior to the cardioversion they were able to normally connect with the handset/tablet. They did not see any error codes, the ins was simply fully unresponsive. Technical services discussed to try another tablet to verify the connection issue. However, if also another tablet would result in the same issue, they explained that it is highly likely the cardioversion damaged the ins is such a way it became nonfunctional. If stimulation cannot be restored and it is no longer possible to connect with the ins, the hcp may decide to replace the ins with a new one. Additional information was received from the manufacturer representative (rep). When asked what was done to resolve the issues after cardioversion, it was noted the patient tried to activate the stimulator after cardioversion but this was without result. The patient made an appointment with the hospital to check the status of the implant. The issues have not since resolved, it was not possible to reactive the stimulator. They noted the patient turned stim off during cardioversion. They had no further information about the cardioversion. It was not possible to interrogate the stimulator to retrieve logs/reports. Additional information was received from the manufacturer representative (rep) stating "normally the implant will be replaced in the near future".

Event description:
Additional information received stated that the replacement was completed (B)(6) 2026 and that ¿everything was ok with the patient a gain¿ at the time of follow-up. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the replacement had taken place.